Event description:
MRI vent tested with test lung. Placed on patient who shortly postured and seized. Patient had subcutaneous air throughout neck and chest. Abdomen distended. Physician felt patient had a possible air embolus. Chest x-ray revealed pneumothorax. Potentially may have contributed to patient's death.